Manufacturer narrative:
The returned device was evaluated and the formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, the slide insert was not secured by the catch beam. The mechanism spring was too tight to allow the needle to retract. These findings were not observed to effect the devices ability to delivery insulin as intended. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 420 mg/dl after wearing the pod longer than 48 hours on the abdomen. The patient was able to activate a new pod.